Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that the evis exera iii xenon light source had defective power switch. The customer reported that the power switch was replaced. There were no reports of patient harm associated with this event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, we could not identify a root cause. However, we surmised that the power switch was broken because operating force applied to the power switch and the number of times that the switch was pressed exceeded the original assumption. Olympus will continue to monitor field performance for this device.